Event description:
It was reported to vyaire medical that there was a vent inop alarm issue with an entry on event log: 'error post dac o adc (8, 4013, 2)' related to transducer issue. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - sku 16532-09 is marketed outside us. Sku 16532-00 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.